Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for damaged cassette was not confirmed due to a lack of sample. The cause was undetermined due to lack of sample. Batch review was not performed due to unknown lot number. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Product surveillance (ps) received a report from a baxter sales representative regarding a cassette that leaked on the patient's table and bed. Ps contacted the patient who explained they started over with new supplies after detecting the leak. The patient noticed that the cassette was ''torn'', but that the tubing was fine. The patient stated they could not provide the lot information, and that the sample was discarded. No injury or medical intervention was reported.